Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the mechanical issues was confirmed. Product analysis was able to confirm the reported event. Device history record review (DHR): the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported event was confirmed through investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to mechanical issue. And patient dissatisfaction a new inflatable penile prosthesis pump was implanted. Following the surgery, the patient was stable and the event resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to a mechanical issue and patient dissatisfaction a new inflatable penile prosthesis pump was implanted. Following the surgery, the patient was stable and the event resolved.